Event description:
It was reported, while in the "catheter room", the md placed the sheath and then inserted the iab. After insertion, the iab was connected to a pump. Three days after the iab was inserted, the pump began to alarm. The alarm indicated the iab was no longer able to be inflated. The md removed the iab and used a syringe to inflate the balloon. The md could inflate the iab, however, he met resistance in the process. The md did not insert another iab because the pt was improving. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.